Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the nipple of size 4 broach fractured off while in the bone. There was no foreign retained body in patient. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d4, d9, g3, g6, h2, h6: proposed code: mechanical (g04)- rasp, h11. Visual examination of the returned product identified the broach cutting teeth are dull and worn. Post is confirmed fractured from the broach, broken post was also returned. No other damage is noted. Device age has an approximate field age 4 years. Hardness test results are within specification. Dimensional analysis are within specification. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4 g3 g6 h2 h11.

Event description:
There is no update to the prior event description provided.